Manufacturer narrative:
The platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: the reported problem was confirmed in the archive data. The archive data shows several ua02 (compression tracking error). This error typically occurs if patient is misaligned on the autopulse or if the lifeband is opened. It also shows ua18 (max take-up revolutions exceeded), which means that no load change was detected at the load plate. This error typically occurs when there is no patient or when patient is too small. Ua07 (discrepancy between load 1 and load 2 too large) was also observed in the archive data. This error typically occurs due to patient/platform movement during the compression. The platform ran with a 95% patient test fixture using a good battery for an hour with no faults or errors. The platform passed final test. A probable root cause for the reported failure could be due to user error. However, a definitive root cause could not be determined.

Event description:
It was reported that when placing an unresponsive cardiac arrest pt on the autopulse platform, the unit advised "band had to raised"; however, the lifeband was already raised. On the second attempt, the unit advised "pt had to be aligned"; however, the pt was properly aligned. The unit would not perform compressions on both attempts and was removed from the pt. Manual CPR was performed during transport. The pt died. Additional info received on (B)(6) 2013: the pt died the same day and the cause of death was cardiac arrest.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.